Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/68 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: shockwave intravascular lithotripsy facilitated transvenous lead extraction. Journal of the american college of cardiology: electrophysiology. 2023; 9:1585¿1592. Doi: 10.1016/j.jacep.2023.05.007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transvenous lead extraction (tle). The authors described patients who underwent tle either via conventional extraction or with shockwave intravascular lithotripsy (ivl). Indications for lead extraction were central venous occlusion, device infections, unknown lead failures, or severe tricuspid regurgitation. There were procedure-related complications between the two procedure types. Two major complications occurred in the conventional extraction group; one late-manifesting pericardial effusion requiring drainage on postoperative day five and one focal laceration to the innominate vein near a severely stenosed innominate vein¿superior vena cava (svc) junction that required balloon tamponade of the site to secure hemostasis, no open surgical repair was required, and the procedure was aborted. The patient had bleeding which required a transfusion of blood products, and the patient also experienced a small pericardial effusion that did not require drainage. In the ivl group, there was one patient with a focal laceration of the innominate vein at the site of a severe stenosis. This occurred after ivl pretreatment during active lead extraction. This patient fully recovered without the need for further intervention. The status of the devices and leads is unknown. No addi tional adverse patient effects or product performance issues were reported.